Event description:
Updated information was received. The investigator has assessed the endoleak event to be related to the procedure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.81 cm in diameter fusiform abdominal aortic aneurysm was reported with an infra-renal angle of 0 degrees. The proximal aorta was 29-31 mm in diameter and 16.6 mm in length. The distal aorta was 5.81cm in diameter. The distal diameter of the right iliac artery was 11.2mm, and the diameter of the right femoral artery was 8.4mm. The distal diameter of the left iliac artery was 12.0mm, and the diameter of the left femoral artery was 11.1mm. The diameter of the right iliac aneurysm was 25.3mm, and the length was 28mm. The diameter of the left iliac aneurysm was 24.8mm, and the length was 30mm. The tortuosity of the iliac arteries was mild with no stenosis. The left stent graft was extended distally to the origin of the internal iliac artery, and the left internal iliac artery was embolized. The right iliac artery stent grafts were implanted proximal to the internal iliac artery. It was reported that an unknown type of endoleak was observed one day post implant. A secondary intervention (coil embolization) was done, and the endoleak was resolved. Subsequent follow-up imaging has revealed no evidence of an endoleak. The investigator assessed this event to be not device related and not procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Insufficient information. Conclusions: endoleak. Insufficient information.